Event description:
On (B)(6) 2012, the lay-user/patient and her mother contacted animas (anm) and reported an elevated blood glucose (bg) event. The patient indicated that she had changed the cartridge the previous night at 9:28 pm after receiving a low cartridge warning at 5:39 pm that same day. The next morning, the patient reportedly woke up with a bg level of ''440 mg/dl.'' Her normal bg range is from ''80-150'' mg/dl. She had moderate ketones and symptoms of irritability, lethargy. The patient denied having symptoms of nausea or an upset stomach. When the patent removed the cartridge that morning, she noticed that it did not contain insulin. The patient smelled insulin on the pump near the cartridge compartment. The patient admitted that she most likely did not tighten the cartridge to the tubing adequately. Therefore, insulin allegedly leaked from the loose connection and she developed the elevated bg level. The subject was discarded by the patient and is not being returned to anm for evaluation. The patient was informed by the anm representative involved in this contact to properly tighten the cartridge to the tubing. She was also instructed to prime correctly to ensure that insulin is dripping from the end of the tubing while disconnected. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to use-error since the patient admitted that she had not properly secured the cartridge to the tubing which supposedly led to insulin leakage and ultimately inadequate insulin delivery.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.